Event description:
Reportedly when the first 2.25x12 otw trek was being advanced over a non-abbott guide wire, the distal one third of the balloon catheter felt resistance with the guide wire during both advancement and retraction. Neither device had been advanced into the patient at this point. The otw trek was exchanged for a second 2.25x12 otw trek and once again resistance was felt over the distal third of the balloon catheter during advancement and retraction, however, the resistance was less so the device was used and the procedure was completed without further issue. Both balloon catheters were flushed during preparation for use. A clinically significant delay in procedure was not reported. No adverse patient effects occurred. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Return of the otw trek catheter may have aided in the investigation and determination of cause. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. It was reported the otw trek was used in the patient anatomy after resistance was noted with the guide wire. It should be noted the trek otw instructions for use states: inspect all product prior to use. Examine the dilatation catheter for bends, kinks, or other damage. Do not use if the package is open or damaged, or if the product is damaged. It does not appear that the continued advancement of the catheter as resistance was encountered caused or contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after damage. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.